Event description:
This medtronic lead with an unknown product status is for extraction. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).